Manufacturer narrative:
Follow-up # 1 ¿ (12/05/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter read inaccurately high compared to her feeling. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2013, and obtained the following information: the patient has been a diabetic for approximately 40 years, tests between four to six times daily, and manages her diabetes with insulin pump therapy (novolog, sliding scale based on food intake and blood glucose reading). The patient does not recall when the alleged meter issue first began. Prior to the start of the alleged issue, the patient clarified that when her husband found her sweating and not responding properly to his inquiry, he immediately gave her a glass of orange juice with spoonful of sugar, and her symptoms abated approximately ten minutes later. The patient does not recall what her blood glucose reading was (with the subject meter) before her symptom began and it is not known what action she took in response to the reading. As she was feeling better, the patient indicated she tested her blood glucose with the subject meter and obtained a reading of ¿151 mg/dl¿ and according to the patient, the reading did not seem correct. The patient¿s visiting nurse arrived later that morning and confirmed that her insulin pump was working properly; however, during the visit the patient indicated her blood glucose was not tested. According to the patient, after the nurse departed she tested the subject meter with the quality control solution and the result did not pass; it is not known, however, when the patient first opened the control solution. The patient reportedly tested with another device after the alleged issue occurred, however, the reading is not known. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (12/28/2013), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.